Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace transmitter now error occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter failed error. The reported event of a replace transmitter now is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.